Event description:
The manufacturer received information alleging a ventilator inoperable alarm sounded. The device rebooted then continued to operate. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegation. The main pca was replaced to repair the device. Due to life smells in the device the blower assembly, outlet flow path, and right side assembly were replaced.